Event description:
It was reported that the customer¿s continuous glucose monitor readings temporarily stopped displaying on the pump and then resumed, with education provided that the pump continues delivering basal insulin based on prior trends and will alert if readings remain unavailable for approximately thirty minutes. Symptoms included no change in blood glucose and no reported adverse physiological effects. Outcomes included no alerts triggered during the brief interruption and no impact to therapy effectiveness. Investigation included customer interview and troubleshooting with education on expected pump behavior during cgm signal loss. Investigation of this case revealed that the cgm signal loss was transient and self-resolved without device intervention. It was concluded that the event did not result in clinical harm and that the system functioned as designed during the temporary loss of cgm data.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.